Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lpm611; expiration date: 11/30/2019; date of mfg.: 12/06/2017. Batch lpz323; expiration date: 11/30/2019; date of mfg.: 12/12/2017. Batch mak829; expiration date: 12/31/2019; date of mfg.: 01/29/2018. Batch mb6976; expiration date: 01/31/2020; date of mfg.: 02/21/2018. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Photograph upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the suture breaking? Did the operating surgeon observe any suture deficiency or anomaly before, during , after the suture placement? What is the patient¿s current status?

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2018 and barbed suture was used on the articular capsule and aponeurosis. The length of the incision was 12 cm. The end of the incision was sutured by cross-stitch and backstitch. After about 2 weeks, post-operative patella dislocation occurred. On (B)(6) 2018, the patient underwent reoperation and it was found the barbed suture had broken. The dislocated artificial joint was reset and resutured with fiberwire under full anesthesia and spinal anesthesia. The length of the incision was 12 cm. The patient is hospitalized currently. The progress of the condition is reported to be fine. No additional treatment is planned. The surgeon opined there is a causal relationship between the event and the device. The surgeon opined that the dislocation did not cause the breakage of the barbed suture but the breakage of the barbed suture caused the dislocation because the alignment of the artificial joint was not bad. It was reported that there was a possibility that obesity caused the event because the patient¿s bmi was 37. It was reported to be unknown why the barbed suture breakage occurred at multiple points. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. Was there any precipitating stress factor for the suture breaking? The doctor commented ""there is a possibillity that the obesity was caused the event because the patient's bmi was 37"". Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? We have not gotten information from the doctor that there was a problem with the suture. What is the patient¿s current status? In the information got on august 14th, the patient was in the hospital and her condition was fine.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a suture broken in three pieces with body fluids could be observed. However, no conclusion could be reached as how this happen as the sample was not returned for analysis.